Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the pulse generator auto mode switch episodes and competitive atrial pacing due to far r-wave sensing were observed. No intervention or patient symptoms were reported.